Manufacturer narrative:
The customer reported that the bedside monitors went blank for about 10 minutes and then came back on. The customer mentioned that this has happened before on a different central nurse's station (cns) and the solution was to replace the hard drives. The cns is currently working. The customer stated that he would follow up with the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bedside monitors went blank for about 10 minutes and then came back on.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, (B)(6) at (B)(6) health reported several bedside monitors went blank for about 10 minutes and then came back on by themselves. Customer reported this happened before on a different cns and the solution was to replace the hard drives. The cns was currently working. Service requested: troubleshooting/assistance. Service performed: 3 follow ups were made to customer, receiving no response. Investigation result: the cns warranty began 01/30/2016, which is over 2 years prior to the reported issue. Review of device sap history found no similarly reported issues with the unit. History shows additional issues reported with unit after 05/20/2018 for nonrelated issues. This suggests customer continued use of device and has not reported recurrence of the issue. Customer had reported issue occurred on another device. Review of tickets opened at the facility was unable to find prior report of "bedside monitors went blank". One ticket (B)(4) was opened on (B)(6) 2018 in which customer requested assistance replacing the cns hdd as recommended in service manual. Further detail was not provided. It is unknown if this was related to the reported issue. No additional reported issue with "bedside monitors went blank" reported at the facility. From initial documentation of the issue, it is unclear if issue was occurring on the bedside monitors, the cns, or both. Customer was unresponsive to follow up requests. Based on the information available, the root cause could not be confirmed. Customer has not reported recurrence of the issue. Review of tickets opened at the facility found no other related issues. There does not appear to be an adverse trend of this issue at the facility. Correction: f9. Approximate age of device: incorrectly calculated. G4. Date received by manufacturer: should be 05/20/2018 not 06/20/2018 as listed on MDR initial report additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The customer reported that the bedside monitors went blank for about 10 minutes and then came back on.